Manufacturer narrative:
During quality investigation, the customer's complaint was duplicated; the device overheated during testing. Further investigation revealed a damaged press plug, motor, bearings, blade mount assembly and other component parts. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker sagittal saw was sent in for repair due to overheating prior to a procedure. There was no pt involvement; no adverse consequence was associated with the event.